Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a heavily tortuous right coronary artery (rca), a free perforation occurred. An attempt was made to treat the perforation with a 3.5 x 19 mm rx graftmaster covered stent, but this device failed to cross due to patient anatomy. Another 3.5 x 19 mm rx graftmaster was able to successfully cross and treat the target area. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.